Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (details not reported) for peritonitis. Approximately one month after the onset of peritonitis, the patient stopped antibiotic treatment. At the time of this report, the patient had stopped pd therapy and was transferred to hemodialysis. The patient had not yet recovered from the peritonitis. No additional information is available.